Manufacturer narrative:
The tina-quant igg gen.2 reagent lot number is 909411. The expiration date was not provided. The field service engineer performed the following service actions: checked and cleaned the sample and reagent probes. Checked the main and gear pump pressure and all probe alignments. Found that the rinse nozzles were worn and replaced them. Adjusted cell rinse levels and checked for proper vacuum evacuation of the reaction cells. Removed, cleaned, and lubricated the sample and reagent syringe drive bearings. Checked the tubing integrity between syringes and probes, and the probe internal and external wash water volume. Replaced and adjusted the mixers. Precision studies were performed, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 3 patients' samples tested with tina-quant igg gen.2 assay on a cobas 8000 cobas c 502 module. Sample 1: initial result: 1366 mg/dl. Repeat result: 859 mg/dl. Sample 2 and sample 3 were tested on 14-may-2026: sample 2: initial result: 530 mg/dl. 1st repeat result: 200 mg/dl. 2nd repeat result: 579 mg/dl. Sample 3: initial result: 655 mg/dl. 1st repeat result: 493 mg/dl. 2nd repeat result: 660 mg/dl. 3rd repeat result: 573 mg/dl.